Manufacturer narrative:
Sample from same lot was evaluated by supplier. With the specification all cotton products will cause some lint, a series of corrective action including winding off the free fiber on the towel and frequently vacuuming the working surface have been implemented since (B)(6) 2011 to address this linting issue.

Event description:
Customer states "blue lint" was noted inside the chest cavity while physician was sewing in a graft. It is alleged the fibers were from towels in the pack. Surgeon had to pick the fibers out of the operative site. No untoward or residual effects were noted.